Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver post-shock pacing as expected during defibrillation threshold (dft) testing. After the shock was delivered, sinus arrest occurred with only one beat after 3200 ms. After the single intrinsic beat no further intrinsic activity was observed though the device inappropriately marked several instances of noise as sensed. Post-shock pacing resumed shortly thereafter until the patient's intrinsic rhythm started once more after approximately 10 seconds. It was noted that the oversensing was the result of high sensitivity following shocks to prevent undersensing of ventricular fibrillation (vf). No adverse patient effects were reported. This system remains in service.